Event description:
The generator analysis was completed on (B)(6) 2013. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2013. It was reported that preoperative device diagnostic testing confirmed the high impedance. The surgeon reported that when the electrode incision was opened to assess the patient's nerve for reimplant it was discovered that there was no room on the nerve below the current electrodes and a lot of scar tissue above the electrodes. The surgeon opened a new generator and connected it to the existing lead and device diagnostics again resulted in high impedance. The surgeon removed the generator and closed the patient with just the existing lead implanted. The original explanted generator was returned for analysis. Analysis is underway, but has not been completed to date. The new generator that was opened, but not implanted has not been returned for analysis. The returned product form for the explanted generator indicates that a replacement unit was implant. Attempts to obtain additional information will be made. No additional information has been received to date.

Event description:
Clinic notes dated (B)(6) 2013 were received indicating that the patient had a very high lead impedance. It is unknown if the device was programmed off after the observance of the high impedance reading. The patient has been referred to the neurosurgeon for surgery. Surgery is likely; however, has not occurred to date. Attempts for additional information have unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.